Manufacturer narrative:
H10: the rse informed the customer that the filters need to be checked very month and provided the customer with simplified notices. H11: updated contact information, contact office entity, and manufacturing site.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00230. All information from the original report(s) has been transferred to this report.

Event description:
This report is based on information provided by philips remote service personnel and is being investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that there were recurring overheating circuit error messages, and a cbittemphigherrorblower964 error was displayed. At this time, it is unknown if there was patient involvement at the time the issue was discovered, and there is no patient or user harm. The customer informed the remote service engineer (rse) that a circuit overheating error appeared. The rse confirmed the reported error and explained to the customer that the error indicated that the temperature of the compressor was above 95ºc for more than 60 seconds. The rse recommended that the customer check if the fan at the back is running and whether the air intake filter is dirty or cluttered. The rse also advised the customer to run the device for 24 hours to see if the error reappears. The rse informed the customer that if the error were to disappear, the device could be put back in service; however, if the error were to reoccur, the turbine and/or management board (mc board) would need to be replaced. After cleaning the filters and operating the device for 24 hours, the customer put the device back into service. Investigation on going.